Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via clinical study indicated the patient's weight was (B)(6)pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient; product ID: 8596sc, serial# (B)(4) implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had increased pain. A low reservoir alarm occurred as expected. An examination on (B)(6) 2014 noted that the patient had missed a pump refill. On (B)(6) 2014, the patient denied experiencing withdrawal symptoms, but reported increased pain. A fluoroscopy was done as a diagnostic on (B)(6) 2014. The pump rotor and catheter were checked. It was found that the pump was functioning and the entire system was patent. The pump was refilled with 20ml of morphine. A bolus was provided to fill the tubing volume and the device as programmed to a continuous rate at 1mg/day. The severity of the event was noted to be mild. The etiology was said to be related to the pump. The event had resolved without sequela on (B)(6) 2014. The pump was infusing morphine and bupivacaine. It was later reported the etiology included the intrathecal drug medication, morphine. The event was related to the drug and the device or therapy. Additional information received from a healthcare provider via a clinical study reported increased pain in back and lower extremity.